Event description:
A dialysis home pt's wife reported his transfer set became disconnected from the pt line of the homechoice cassette while the pt was sleeping. The pt's wife thought the connection was secure at the beginning of treatment & is unaware as to how it disconnected. The pt went to the unit the following day & received prophylactic antibiotics & had the transfer set charged. No pt injury associated with this incident per the home pt's wife.